Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) insertion, the provided sheath could not be inserted. The patient's condition stabilized so another iab insertion was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).